Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. Model number/catalog number: sc-2316-50. Serial number: (B)(4). Batch/lot number: 17901813. Model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients lead was fractured. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patients lead was fractured. The patient will undergo a lead revision procedure.